Event description:
It was reported that the device battery was rapidly depleting.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found. The discrepancy in longevity was due to a programmer software anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.